Manufacturer narrative:
The customer¿s reported problem was confirmed. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. The customer stated that there was no patient involvement.

Event description:
Bd quality advocate, this notification is to inform you that a new case has been created with the complaint type category infusion ca. Case #: (B)(4). Case subject: npi bad 127 fixture account name: (B)(6) hospital. Account #: (B)(6). Contact: (B)(6). Contact email: (B)(6). Contact phone: (B)(6). Patient or user involvement: no patient or user harm: no case description: (B)(6) has tried 2 separate pca modules and the 127 fixture does not register the flange but the 27 and 72 do. Failure device type: failure problem type: failure mode: case resolution: (B)(6) just started to use the calibration kit and the 127mm fixture does not engage the flange. He tried the 27 and 72 and they do on 2 pca's yet the 127 does not. It is possible it is a defective kit and it should come in to get evaluated. Replacement part# is 10010692 he called back and said he was using it upside down. Not really a problem. (B)(4).